Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion. Sometime post-op it was reported that the rod broke. The patient underwent a revision surgery to have the broken rod removed and replaced with a new rod. No additional patient complications were reported.